Manufacturer narrative:
Additional information was received that there was no artifact left in the patients body and no further course of action at this time. Sc-1132/(B)(4): device evaluation indicated that patient had suffered a fall and began experiencing a shocking sensation from the stimulation. The complaint could not be verified as the returned device was damaged. Upon receipt, the device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.82 volts. The device exhibited excessive sleep current leakage. A hot spot was observed on the component (31.3°c). The impedance between vh and ground was low. The source of the device damage likely was the electrocautery used during the procedure as stated in the complaint. Sc-8216-70/534104: device evaluation indicated that tails of paddle lead were cut approximately 11 cm from tip of paddle and the cables are exposed. Additionally, the electrodes (e5, e6) are partially dislodged from paddle and electrodes (e7, e8, and e16) are missing from the paddle. X-ray inspection found no cable breakage on the tails of paddle lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Damage to the device is similar to the typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient was experiencing shocking sensation in the legs and ipg site. The physician suspected device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing shocking sensation in the legs and ipg site. The physician suspected device malfunction. The patient underwent an explant procedure.